Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The educator reported via phone call that the customer's insulin pump had no power. The customer¿s blood glucose level was unknown at the time of the incident. The educator reported that customer received no delivery alarm. The educator reported that when customer changes set they had to prime tubing it would give three beeps had slow beeps, customer reported that it was giving slow beeps and then it was not working and they had to repeat several times. The educator reported that the buttons were pressed and it was working. The educator reported customer were unable to troubleshooting at time of call. The educator reported alarm did not occur during fill tubing. The educator assisted with running displacement test and it passed. The insulin pump will not be returned for analysis.